Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reports patient allegations of personal injury. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient allegations of pain. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6) 2013 due to pain, suggested femoral loosening and difficulty ambulating. Operative report noted a femoral osteotomy was performed as the femoral stem could not be removed during the procedure. All components were removed and replaced with competitor products and a cable plate and cables were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity," "inadequate range of motion due to improper selection or positioning of components" and "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03260 & 1825034-2015-02009).